Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: manufacturing related due to operator error/ mechanical error/ thin rubberized layer). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was changed and the catheter was prolapsed at the day. The nurse found 15ml injected into the balloon but 0 .9% of the normal saline disappeared and a new urinary tube was placed in the patient again, which increased the patient¿s pain. Hx-on (B)(6) 2020, the patient¿s indwelling catheter was due to be replaced with a new disposable sterile catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was changed and the catheter prolapsed at the day. The nurse found that 15ml was injected into the balloon but 0 .9% of the normal saline disappeared and a new urinary tube was placed in the patient again, which increased the patient¿s pain. Hx-on (B)(6) 2020, the patient¿s indwelling catheter was replaced with a new disposable sterile catheter.